Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "blown / deflated cuff during patient use". Additional information received states that there was no patient harm or injury, "just delay in care". However, the information states in regard to desaturation, "I am sure they did, all patients [desaturate] during this procedure". It is unknown what oxygen percentage the patient desaturated to. The issue was resolved by reintubating the patient. The current patient status is reported as "fine".